Manufacturer narrative:
The catalog number and lot code for the associated stem were not provided. It was noted that the surgeon checked the unknown stem and left it implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device left implanted.

Event description:
It was reported that the acetabular cup was removed during hip revision surgery. The surgeon noticed minimal ingrowth on outer surface of the cup. Upon removal of the biolox head from the stem, the surgeon noticed black substance on the trunnion of the stem as well as the inner diameter of the head. A tritanium revision cup was inserted, along with 2 screws. An mdm liner was inserted, the stem was checked and left in. A universal sleeve was put on the trunion with a 28mm +4 universal biolox head.